Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: kit1382 a1-a4: patient information was not available. H3, h6: a medtronic representative went to the site to perform a system check out and they found the system functioned as intended. B01, c19, d14 are all applicable to the system checkout. The exports/logs were returned for analysis. The analysis determined the frozen screen projection was due to a loose connection of the virtual machine, and the surgical arm almost coming contact with the patient was due to a known system defect associated with software version 5.0.1. B01, c02, c10, and d02 are applicable to the analysis. Multiple device codes were applied. Below clarifies what each is associated with. A11 - system froze a05 - surgical arm issues a23 - arm almost hitting patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the screen projection froze and the surgical arm almost made contact with the patient's skin during the procedure. The surgical arm started moving towards the patient after being sent to a trajectory. The manufacture representative had to press the emergency button to stop the surgical arm from hitting the patient. The surgical arm had acted "funny" when being sent to the trajectory. The representative noted that the stop button froze and "glitched." The issue occurred halfway through the procedure and the surgical arm was taking longer than normal and froze. All of the screws placed during the procedure looked good. There was no patient harm and the procedure was delayed less than an hour. Additional information received from a manufacturer representative reported the surgical arm hit the fixation pin in the psis. The patient had to be re-registered to proceed with the case.